Event description:
During attempted direct stenting of a heavily calcified left circumflex artery, crossing difficulty was experienced. The lesion, further described as de-novo, moderately tortuous, and 90% stenosed, was then pre-dilated with a 2.0 x 15 mm balloon, but the cypher still could not cross the lesion. The guiding catheter was then changed from a jl3.5 to an al1.0, and a two-wire technique was employed. But the cypher was still unable to be delivered to the target lesion. Therefore, the cypher was removed from the pt, and at this time, it was noted that the stent had flared on one end (unk whether proximal or distal). The user then reshaped the stent by hand, and inserted the sds back into the pt in an attempt to cross the lesion. The attempt failed. The sds was again retrieved back into the guiding catheter, and at this time, the stent dislodged from the balloon upon reaching the tip of the guide. The dislodged stent was removed from the pt via snare. There was no report of any adverse effect to the pt. The sds and dislodged stent have been returned for evaluation and testing; however, the engineering evaluation has not been completed. Add'l info will be submitted within 30 days of receipt.

Manufacturer narrative:
This product is distributed outside the united states, but is similar to us distributed stent delivery systems.